Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had several elevations in flow and power and that they were admitted for acute decompensated heart failure (hf) and rapid atrial fibrillation. Upon log file review, some unsustained power and flow elevations were noted.

Manufacturer narrative:
Section b1, h6 (device code): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial fibrillation and acute decompensated heart failure could not be conclusively determined through this evaluation. Although, the reported elevated pump powers were confirmed through evaluation of the submitted log file, a direct cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. The log file recorded elevations in pump power of 7.6 w, 7.9 w, and 8.6 w on (B)(6) 2020. The power appeared to return to baseline following these events where it remained for the duration of the log file. The log file appeared to show the pump operating as intended. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.